Event description:
This is filed to report a single leaflet device attachment requiring intervention. Mitraclip post market surveillance (pms) study in india. Screening ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy, left ventricle and atrial dilatation, and flail. Two mitraclips (cds0602-ntr, 10902r168 and 10902r167) were implanted, reducing the mr to trace. Approximately 4-6 weeks later, single leaflet device attachment (slda)s occurred with both mitraclips. One mitraclip detached from the anterior and one mitraclip detached from the posterior leaflet. Severe mr was associated. On (B)(6) 2022, another mitraclip procedure was performed as treatment. Two additional clips were implanted without an issue reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3, d10: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.b3: updated e: account address updated.